Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents.

Event description:
Originally returned for repair as "broken". After evaluation was found to form straight shots.